Event description:
Information was received that a vns patient had their generator replaced. Per the patient's mother about a month ago the patient experienced painful stimulation in the left neck which the mother described as the vns device "misfiring." The patient presented to (B)(6) hospital where ER physicians were unable to stop stimulation when the magnet was placed over the device. The mother states the device was located in a difficult to access place and was approximately six years old. Per mom, the ER physicians did not understand why they could not stop stimulation with magnet placement, and had to get a programmer to turn off the device. Per mom, after the vns was turned off, the family flew to (B)(6) where established physicians reimplanted the vns on (B)(6) 2012. Their mother reported that their voice was hoarse for 2 ½ weeks after the painful stimulation episode , but is resolved now. The surgeon's office reported that the patient reported painful stimulation in the throat area that resolved with the vns being programmed off and felt surgery needed to investigate the pain event. Their device was not at eos and diagnostics were reported in the or to be within normal limits. Product analysis was completed on the returned generator. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. No eri flags were identified during the analysis. Although the reported allegation of "painful stimulation" cannot be evaluated in the pa laboratory setting, proper functionality of the pulse generator in its ability to provide appropriate programmed output currents can be verified. The septum was cored. However, no evidence of bodily fluid remnants were observed in the header septum cavity, thus eliminating the possibility of a potential unintended electrical current path through body fluids, (addressing the allegations of "painful stimulation"). Magnet activations performed at the bench (at a distance of one-inch, spacer block, from generator); demonstrate the appropriate magnet output for the programmed settings. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. Additionally, the generator output was disabled using a magnet at a distance of one inch using a spacer block with no observed anomalies.